Manufacturer narrative:
Occupation is lay user/patient. The customer¿s test strips were requested for return, but the customer used the last test strip in the test strip vial. The customer does not have material to return for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with a coaguchek-xs meter serial number (B)(4) compared to an unknown laboratory methodology. At 2:00 p.m., the customer¿s laboratory result was 0.13 inr. At 3:00 p.m., the customer¿s meter result was 1.5 inr. The customer¿s therapeutic range was requested but not provided.